Manufacturer narrative:
Novocure medical opinion is that a contribution of optune gio device use to the muscle tension and secondary headache cannot be ruled out. Headache is an expected event with optune gio device use (ef-11 16% and 28% ef-14 optune arm).

Event description:
A 46-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6), 2024. On august 02, 2024, the patient reported experiencing intermittent headaches over the past 2-3 weeks, for which he had been taking ibuprofen for symptomatic relief. On august 06, 2024, the patient reported that he had been prescribed metamizole for pro re nata (prn) use following a consultation with his neurologist on august 05, 2024. Prescribing physician was contacted for further details. According to the prescribing physician the patient's headaches resolved completely with the implementation of manual therapy and physiotherapy. It was noted that the patient had developed a habit of tilting his head to the right while wearing the optune gio device, which contributed to muscle tension. Despite this, the patient has continued this head position, but remains compliant with the optune gio therapy. No further details were provided by the prescribing physician.